Event description:
A customer contacted baxter to report that a minicap became loose. Patient needed to replace transfer set to avoid potential contamination. There was patient involvement. No patient injury or medical intervenintervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should any significant supplemental information become available.